Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt.

Event description:
As reported by the study, approximately 5 weeks after percutaneous coronary intervention (pci) in the 1st diagonal, the pt had a clinically drive staged procedure/re-pci in the mid lad. Angiography also revealed 70% in-stent restenosis of the previously deployed stent in the 1st diagonal. This patient presented to the cardiac catheterization unit and 3-vessel disease was found. The primary indication for intervention was an acute non-st elevation myocardial infarction at an undetermined location. Ck and ck-mb were within normal limits. Troponin was greater than or equal to five times above the upper normal limits. Pre-procedure medications included aspirin, ticlopidine, statins and ace inhibitors. Intra-procedure medications included unfractionated heparin only. Pci was performed on an in stent restenotic lesion of a 3.5x13mm bare metal stent (bms). The (bi) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 3.0x15mm balloon at 18 atmospheres (atm) a 3.5x18mm cypher select plus stent was deployed at 14 atm with sub-optimal results. Post-dilatation was conducted with a 3.5x15mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 3.3%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Post-procedure cardiac enzymes were not documented. There were no procedural complications and the pt was discharged three days later. Post-procedure medications included permanent aspirin, ticlopidine, statins, ace inhibitors and beta-blockers. At the 1-month follow-up, the pt was asymptomatic. All medications remained unchanged except that the pt was not taking beta-blockers. There were no new adverse events reported. At the 6- month follow-up interval, the pt was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The re-pci and angiography were noted.